Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to verify that the device powered off after providing a shock. The records confirmed that the device delivered a shock at 200 joules thereafter the remaining battery capacity measured 903m ah. After the second shock at 300 joules the remaining battery capacity measured 0m ah, indicating that the device would have powered off.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported loss of power.  It was however observed that the customer's device had one bar of battery life remaining, which could have had an impact on the device's available power during the reported event, however, this could not be confirmed. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status per technical service update 352.  The customer has also been reminded of the importance of always carrying a spare fully-charged battery.  The customer was provided with a replacement battery.

Manufacturer narrative:
(B)(4). With the information available, physio-control performed a clinical review of the reported event.  Physio agreed with the customer's assessment that the device use did not contribute to the patient's outcome.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device delivered one (1) shock to a patient before powering off by itself.  The customer then obtained a backup device (also a lifepak 1000) and connected it to the patient (delay unknown).  The customer advised that the backup device also powered off by itself.  The customer did not know if the backup device had been used to shock the patient.   The patient, a (B)(6) male, did not survive the event.  The customer advised that they do not believe that the device use contributed to the patient's outcome.  Medical personnel who were on scene observed that the patient's rhythm had become pulseless electrical activity (pea).  Additionally, medical personnel had suctioned blood out of the patient's mouth but there was significant backflow into the lungs.  No further details were provided.